Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The gender of the patient is female and the age was (B)(6). Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: heart rhythm case reports 2016;2:(360-362).

Event description:
A journal article was reviewed which contained information regarding the patient's transcatheter pacing system tps). The patient experienced an increase in pacing threshold about three weeks after implant initially resolved by reprogramming. At one month post implant, there was a diagnosis of (B)(6) and evidence of vegetation on the tps. Pacing threshold had also continued to increase and reprogramming was again performed. Following one week of antibiotics, it was decided to explant the tps. The article did not reference a replacement for the tpa. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.